Event description:
Customer alleges the smart actuator is not working, not tilting the chair. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gseat-cg, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143155 rev o (apr-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that the smart actuator is not working. It will run but will not tilt the chair. The dealer communicated with invacare technician. Product is to be returned to invacare for an inspection and evaluation on (B)(4). No injury alleged.